Manufacturer narrative:
Please note the phone number for the initial reporter was not provided. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, there was slight resistance/friction experienced between the outback catheter and a stabilizer guidewire. While retracting the 120cm outback elite re-entry catheter over the guidewire, the nosecone tip of the outback catheter broke off into the patient. The separated tip was not able to be removed from the patient, and no additional intervention was performed to secure the separated tip within the patient as it was within the subintimal plane in the sfa occlusion. Further recanalization attempts were aborted and ending the procedure. The patient was discharged home the same day. This was during an elective lower extremity angiogram secondary to superficial femoral artery (sfa) occlusions. The 120cm outback elite re-entry catheter was to be used over a stabilizer guidewire in the sfa. The vessel characteristics included minimal chronic calcification, no tortuosity, and a chronic total occlusion (cto). There were no damages or anomalies noted to the device packaging prior to opening, and no damages or anomalies noted to the device prior to use in the patient. Cannula actuation was verified outside of the patient and the cannula/needle actuated smoothly. A femoral contralateral up and over approach was made. Vessel re-entry with the outback device was believed to be successful but was never confirmed. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, there was slight resistance/friction experienced between the outback catheter and a stabilizer guidewire. While retracting the 120cm outback elite re-entry catheter over the guidewire, the nosecone tip of the outback catheter broke off into the patient. The separated tip was not able to be removed from the patient, and no additional intervention was performed to secure the separated tip within the patient as it was within the subintimal plane in the sfa occlusion. Further recanalization attempts were aborted and the procedure was ended. The patient was discharged home the same day. This was during an elective lower extremity angiogram secondary to superficial femoral artery (sfa) occlusions. The 120cm outback elite re-entry catheter was to be used over a stabilizer guidewire in the sfa. The vessel characteristics included minimal chronic calcification, no tortuosity, and a chronic total occlusion (cto). There were no damages or anomalies noted to the device packaging prior to opening, and no damages or anomalies noted to the device prior to use in the patient. Cannula actuation was verified outside of the patient and the cannula/needle actuated smoothly. A femoral contralateral up and over approach was made. Vessel re-entry with the outback device was believed to be successful but was never confirmed. The stabilizer guidewire was not returned. A non-sterile unit of product ¿outback elite 120cm re-entry¿ was received coiled inside a clear plastic bag. Upon unpacking, visual inspection revealed that the cannula was fully retracted and the slider on the handle was positioned accordingly. The nosecone subassembly was found separated, and the missing portion was not returned for evaluation. No other anomalies were noted. Functional testing confirmed the deployment and retraction of the cannula via the slider without any abnormalities. Flushing the unit with water produced expected flow from the flush port to the distal tip with no obstructions. A lab guidewire was inserted and withdrawn both with the cannula retracted and deployed, with no resistance or friction observed. Inspection of the separated area under magnification showed 12 zigzag overlapped welding spots on the keyed housing and 8 welding spots along the intersection of the outer collar and keyed housing, all present per visual standards. No cracks, holes, or voids were found. The weld integrity met expectations and did not indicate a manufacturing or design defect. The reported event ¿cannula wire port/guidewire lumen (outback only) - resistance/friction¿ was not observed during the evaluation because the lab guidewire was inserted and withdrawn without resistance or friction. The reported "guidewire-resistance/friction" could not be substantiated as the device was not returned for evaluation. However, the event ¿catheter tip/distal tip (outback only) - fractured/separated¿ was observed during product analysis. The exact cause of the reported event cannot be determined through this investigation; however, mechanical stress associated with procedural handling cannot be ruled out as a contributing factor to the tip separation. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the outback elite instructions for use (IFU), although not intended as a mitigation of risk, ¿excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance¿ and ¿if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further.¿ according to the stabilizer guidewire IFU ¿if any resistance is felt, e.g., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action¿ and ¿if any resistance is felt, e.g., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.